Manufacturer narrative:
The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. The device had cracked case at the display window corner and minor scratched lcd window.

Event description:
It was reported that there was a discrepancy in the bolus history of the insulin pump. The insulin pump showed that a bolus was delivered on (B)(6) 2014 at 2:43 pm and no other boluses were shown until (B)(6) 2014 at 1:02 pm. The insulin pump had recently been changed to military time. No error alarms had been received. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.